Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided by the customer 03feb2020: details and sequence of events as follows: 16:30 on (B)(6) 2019 the crb was placed for induction of labor. Fetal station and lie at the time of placement were described as "long cephalic roa 3/th palp. Ve -2 to spines" and this was verified with abdominal palpation. Membranes intact. Cardiotocography (ctg) was monitored for 35 minutes post crb insertion (findings not provided)). 20:30: ctg (findings not provided). 05:30: ctg (findings not provided). 09:30-13:30 2 hours of continuous ctg monitoring (findings not provided). 1510: (on (B)(6) 2019) the crb was removed. After being indwelling for 22 hours and 40 minutes. Membranes intact. Fetal lie and station at time of crb removal not provided. It is reported that the crb did not malfunction in any way. 15:25: artificial rupture of membranes (arm) was performed. Fetal lie and station and the time of arm not provided. 17:15: syntocin (oxytocin) was started. 23:00: fhr deceleration heard described as prolonged bradycardia (rate unspecified) 23:15: vaginal exam-cord presentation -patient was taken to the or for category 1 lower segment cesarean section (lscs). Baby is alive and well. (Exact time of delivery not provided).

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
H6: method code -communication/interviews (4111). Investigation evaluation: a customer reported a total of 10 cases in which a cord prolapses occurred after induction of labor using cook cervical ripening balloons (crb) across three different facilities within a hospital trust over the course of one year (01jan2019 - 31dec2019). In all reported cases, it was confirmed that there was no product malfunction, and these incidences of cord prolapse occurred after the crb had been removed. (The other nine cases were reported under MDR numbers:1820334-2020-00357, 1820334-2019-01262, 1820334-2020-00347, 1820334-2020-00416, 1820334-2020-00349, 1820334-2020-00350, 1820334-2020-00348, 1820334-2020-00294, and 1820334-2020-00413). This complaint details the first case. The complaint device was placed in a patient with fetal station of -2 station (above the pelvic inlet) and left indwelling for 22 hours and 40 minutes. 15 minutes after the device was removed, artificial rupture of membranes (arm) was performed. 7 hours and 50 minutes later, the patient was taken to the operating room for a lower segment cesarean section procedure. The time of delivery was not provided, but the baby is reportedly alive and well. Reviews of complaint history, device history record, trends, quality control data and the instructions for use(IFU) were conducted during the investigation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use, contraindicates, "presenting part above the pelvic inlet" and warns "the product should not be left indwelling for longer than 12 hours." As reported by the complainant, these instructions were not followed. No complaint device was returned for investigation. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Umbilical cord prolapse is a known risk factor inherent with vaginal deliveries. There are many factors that contribute to this risk including parity, amniotic fluid volume variances, prematurity, fetal station, umbilical cord length, etc. The occurrence rate of umbilical cord prolapse with vaginal deliveries worldwide is approximately 0.6% not considering of any methods for labor induction. Artificial rupture of membranes increases this risk. In all of the 10 cases reported by the 3 facilities within the nhs trust, arm was performed after the crb was removed. The total birth rate between 2 of the 3 facilities for 2019 was 4798 (number of births in 2019 for the third facility not provided). Even without adding in the births for the third facility to the total for the year, 10 cases of cord prolapse out of 4798 births falls far below the global occurrence rate of 0.6%. Based on the available information, it was concluded that the user's failure to follow instructions likely contributed to the reported incident. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue our monitoring of similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation evaluation: a visual inspection of the complaint device could not be performed as the device was not returned. A document based investigation was performed including a review of instructions for use (IFU), trends, and quality control data. A review of the device history record (DHR) could not be completed due to lack of lot information from the user facility. A search of other complaints associated with the complaint device lot number could not be completed due to lack of lot information from the user facility. The IFU provides the following information to the user related to the reported failure mode: contraindications "transverse fetal orientation" "prolapsed umbilical cord" warnings "the product should not be left indwelling for longer than 12 hours." Instructions "patient preparation" "1. Perform an abdominal ultrasound to confirm singleton, vertex presentation and to rule out partial or complete placenta previa and/or placenta percreta." The complainant did not return the complaint devices to cook for investigation. Cook has not received a complaint for a similar product and a similar failure mode where the complaint product was returned for physical examination. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Based on the available information, cook has concluded that the complaint device did not contribute to this incident. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required at this time. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
(B)(6). Occupation: midwife. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during labor induction using a cook cervical ripening balloon w/stylet for pre-induction in an outpatient setting, an unspecified number of patients have experienced transverse lie and/or umbilical cord prolapse. No product malfunction was reported. No additional consequences to the patients have reported. Additional information has been requested to clarify number of patients involved, as well as patient/event details. At this time, no additional information has been provided.